Manufacturer narrative:
The hospital biomed performed a checkout of the equipment. Inspection of the equipment found a broken piece on the adjustable pressure relief (apl) valve. The biomed replaced the apl valve. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 1/29/18 phone call, 2/14/18 phone call, 2/21/18 phone call.

Event description:
The hospital reported that, during a case, difficulty in ventilation was noted. The anesthesia machine was replaced. There was no reported patient injury.